Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet resulting in increased mr. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted at a2p2 without issue. A second clip was placed on the lateral side of the first clip, reducing mr to 2. The following morning, the patient underwent transthoracic echocardiogram (tte) where significant movement of the second clip was noted although the clip was still attached to both leaflets. Intervention was not performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. Subsequent to the initially filed medwatch report, additional information was received. It was noted one clip had detached from one leaflet (single leaflet device attachment (slda)) and the mr increased to 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. The mitral valve insufficiency/ regurgitation appears to be due to the slda. Mitral regurgitation is listed in the mirtaclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.